Event description:
It was reported to st. Jude medical that the device displayed noise on the ventricular channel. The noise led to inappropriate high voltage therapy. One of the inappropriate therapies may have induced the pt into a stable ventricular tachycardia. The first high voltage therapy delivered appropriately to treat the arrhythmia but was unsuccessful at converting the pt. The second high voltage therapy was successful. The noise on the ventricular channel appeared characteristic of lead fracture and insulation degradation. The noise could not be reproduced and a chest x-ray was inconclusive. Capture thresholds, pacing lead impedance, and high voltage lead impedance were stable. The lead and ICD were explanted.